Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR:synergy ous, mr, 2.5x32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found mid - section struts damaged; lifted and pulled in a distal direction. The undamaged distal stent od (outer diameter) was measured and was within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-jan-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). After pre-dilatation using a 15x20mm balloon catheter, a 2.50 x 32 synergy¿ stent was advanced; however, the device was not able to cross the target lesion. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent was damaged.